Manufacturer narrative:
(B)(4). D10: item#: 010000742; item name: g7 neutral arcomxl lnr 36mm g; lot#: 6109134. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 4 years post implantation of left hip arthroplasty, the patient experienced a work related fall and suffered a clavicle fracture as a result of the fall. After the fall, the patient began experiencing squeaking during ambulation, along with slight discomfort. The patient was subsequently revised. During the revision, it was noted that the femoral head was wearing against the shell. The head and liner were exchanged, with the surgeon exchanging the liner from a size 36 to 40. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product/provided pictures identified that the serial number on the head matches the c of c from the supplier. The item number is not marked on the part. There is damage to the coating of the head almost over the entire head. There are scratches to the face of the head on the serial number side. Dimensional analysis shows that the taper depth, the height and diameter of the head is conforming and matches the print. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left hip arthroplasty is anatomically aligned without fracture or dislocation. There is eccentric position of the prosthetic femoral head laterally within the acetabular cup consistent with polyethylene liner wear. Eccentric position of the prosthetic femoral head laterally within the acetabular cup consistent with polyethylene liner wear. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.